Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 65 indicating an audio malfunction; the user restarted the device multiple times without resolution, and a replacement ilet was provided with instructions on shutdown, return, and setup. Symptoms included no adverse physiological effects and no changes in blood glucose. Outcomes included no medical intervention and continued cgm use via dexcom app or receiver. Investigation included technical support, troubleshooting and user education, with device replacement and return logistics initiated. Investigation of the returned device revealed a suspected audio subsystem fault consistent with audio over/under current, indicating a probable malfunction of the audio component, with the alarm not audible.